Event description:
Cardinal health medical drape with benehold adhesive made by avery dennison caused a severe allergic reaction during my surgery. This was diagnosed by my surgeon and reported to the hospital who gave me the name of the drape. Cardinal health refused to help me figure out what's in the adhesive that could have caused the allergy so that I can put in my medical file. I called the hospital back and cardinal health doesn't provide them an msds(material safety data sheet) or any other info on this product either. This seems dangerous. I am healing well but I will probably have a scar. FDA safety report ID# (B)(4).